Event description:
During an in clinic follow up, loss of capture was noted on the right ventricular (rv) lead. Imaging was performed; the rv lead was found dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.